Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information (d4) and 510k (g3) are not available.

Event description:
The following was published in the indian heart journal, 2024-12-01, volume 76, pages s151-s153, copyright © 2024 in an article titled: evaluating the efficacy of coronary sinus aspiration during coronary angioplasty to attekidney injury in predisposed patients"; chen-xi jiang; https://doi: 10.1111/jce.16335. The study enrolled 33 patients during an 18 month period in coronary sinus aspiration and control group after applying inclusion and exclusion criteria. One coronary sinus perforation occurred during cs cannulation. A pericardiocentesis was done under fluoroscopy and a pigtail inserted. The patient was managed conservatively and discharged.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported coronary sinus perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.